Manufacturer narrative:
The investigation of the reported event was completed. The log file analysis showed that the image acquisition system (ias) had not started during the boot-up phase of the system. Subsequently the system went into "bypass fluroro" mode*. This particular mode is a specified system behavior that mitigates the effect of such an issue. Siemens local service replaced the ias pc. Following the hardware replacement no further issues have been reported and the system works as intended. According to our expert opinion, a hardware issue was determined as the relevant root cause. In addition, the spare parts consumption was checked. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. *"bypass fluoro" mode: in the bypass fluoro mode the native x-ray image is available. With bypass fluoro the procedure may be terminated in a controlled manner in order to not endanger the patient while using the remaining functionality. In this mode only continuous fluoroscopy with compromised image quality is available and the acquired scenes cannot be saved and reviewed.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.